Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2 was keep failing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height matrix drawer was failed. A field service engineer (fse) identified that the drawer was only pulling 20 inches and adjusted the rails and confirmed that the drawer would pull out 22.5 inches. Fse also replaced the retractor band which had white crease in the cable. The system functioned as intended after the field service engineer had repaired the device.